Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2013 with the following findings: there was an unexplained power on reset observed in the black box on (B)(6) 2013. No damage was observed to the returned battery cap or battery compartment. The returned battery caps measurements are all within specified range. There was no intermittent power issues were duplicated with the returned battery cap or pump. A 1.0u/hr basal program was set in the pump. During 24hr duration test pump shuts off; unable to complete 24hr testing. Component u31 was found to be defective . No internal moisture was observed in the pump. A pinkish contrast was observed on the display screen. Unable to adequately investigate intermittent power complaint due to defective u31 component.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump rebooted after the replace and low battery alarms were cleared. There were battery warnings received earlier in the day but no warnings or alarms occurred immediately prior to the pump rebooting itself. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.